Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the that the pulse generator exhibited noise. The device remained implanted the patient would be monitored.

Event description:
New information notes the device continues to exhibit noise. The patient experienced dizzy spells. The device was explanted and replaced.